Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Belt sn (B)(4) has not yet been recovered from the field.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017. Ems initiated resuscitation and took the patient via ambulance to the hospital. The lifevest initially detected ventricular fibrillation (vf) at 12:48:00. A 150j treatment was delivered at 12:48:39. The rhythm after the treatment was asystole. The lifevest delivered a second 150j treatment. The rhythm at the time of the treatment was asystole. The post shock rhythm was asystole. The lifevest delivered a third 152j treatment at 12:52:14. The rhythm at the time of the treatment was asystole. The post shock rhythm was asystole. The electrode belt was disconnected at 13:00:41. Post-shock asystole is a known potential outcome of defibrillation.